Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s charging process appeared slow and would not reach full charge, with an observed increase from approximately 80% to 98% in a little over an hour and failure to attain 100%, despite a solid green light, proper cord connection, use of multiple outlets, and charging indicators active. Symptoms included no adverse clinical effects, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included no impact on health and no medical intervention. Investigation included troubleshooting and education regarding normal charging behavior and performance expectations. Investigation of this case revealed that the device functioned in a manner consistent with partial charging behavior that can occur near full capacity, and a potential charger or charging accessory performance issue could not be excluded based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with normal device behavior near full charge or a possible accessory-related performance issue.